Event description:
This pt is a participant in prodisc-l ide and experienced this event post approval. Pt experienced continued lbp. Pt underwent lumbar laminectomy at index level approximately 3 years post implant. Removal of prodisc-l is unk. This is report is #2 of 3 for the same event.

Manufacturer narrative:
Manufacture site and manufacture date cannot be determined without a lot number. Subject device was part of an ide. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. This event is consistent with our post-market experience. Pd has determined that no investigation of the individual events is necessary based on comparison with approved device trends. Post ide, as part of the u.s. Launch of prodisc-l, a thorough training program for surgeons and sales consultants was put in place. Surgeons and sales consultants must complete the training program prior to performing prodisc-l total disk replacement surgery.